Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male pt, the device failed to discharge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval, and this complaint is still under investigation.